Event description:
Caller reported that the pump displayed a blue screen and did not respond to button presses, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump with updated software would be sent and that training would be available through their tandem source account. The customer acknowledged instructions to use multiple daily injections as a backup therapy, return the problematic pump, and follow necessary steps upon receiving the new pump.